Event description:
The manufacturer received a customer complaint reporting that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ alarm. The customer indicated that the issue occurred with two different patients. The ventilator was replaced with another device of the same model; however, the same issue was subsequently observed with the replacement device. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.